Manufacturer narrative:
Terumo has not received the actual device for evaluation, however terumo plans to submit a follow-up report when more information becomes available. (B)(4).

Event description:
It was reported by the user facility to terumo cardiovascular that during cardiopulmonary bypass surgery, the luer port was leaking. The product was not changed out, there was less than a ml of blood loss, and the surgery was completed successfully.